Event description:
The customer reported via phone call that they had a lost sensor alert and a bent sensor cannula on the sensor. Customer stated that they had a low blood glucose of 18 mg/dl the other day and 22 mg/dl on another day. Customer does not recall how they treated but stated that there was no hospital visit. Customer's current blood glucose level was 80 mg/dl this morning. Customer stated that the insulin pump was not communicating with the transmitter. Customer declined troubleshooting and stated that they know how to take care of the issue. Customer removed the sensor and found that it was bent a tiny bit. Customer was advised to change the sensor. Customer will call back again when they receive the tester to test the transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.